Manufacturer narrative:
Despite multiple attempts, this lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, a patient went into asystole when the physician was implanting this right ventricular (rv) lead. Pacing was kept on through the pacing system analyzer to avoid any further asystole during the placement of the lead. During the procedure, inadequate pacing was noted in one position and the helix would not properly extend out when attempting to find a new location. The rv lead was removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported.